Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is they repaired multiple leaks on the unit but they could not duplicate the customers complaint.